Manufacturer narrative:
An event regarding crack/fracture involving s dall miles plate and dall miles cables was reported. The event was confirmed. Method and results: device evaluation and results: a visual inspection was completed as part of the material analysis report. The returned eight (8) cable sections were examined to and it was observed that there were cables that were cut and cables that had fractured. The fractured cables failed in ductile overload. Eds analysis of the cables showed that the material was consistent with type 22-13-5 stainless steel alloy. No material or manufacturing defects were observed on the fracture surfaces examined. Medical records received and evaluation: a review of the medical records by a clinical consultant concluded: root cause for development of the overload condition ultimately causing fatigue fracture of the dm-plate is an adverse mix of patient related factors regarding delayed fracture healing in combination with procedure-related factors regarding type and characteristics of the osteosynthesis. It is quite well possible that devascularization of the fracture area due to the required surgical exploration and cementation within the femoral canal has played a role in the process of delayed bone healing by interfering with adequate blood supply. Such a biological factor to delay wound healing is still a procedure-related factor even if only partially under control of the surgeon doing the procedure. No patient-related factors are evident in the case as we have no further information on patient characteristics such as overweight. There are no device related factors evident in the case while also supported by the materials analysis report that shows no materials and/or manufacturing defects in the explanted devices. Also the fact that a prior non-stryker device failed under the same implantation conditions supports the presence of failure factors external to the device itself. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: a review by a clinical consultant concluded that the root cause for development of the overload condition ultimately causing fatigue fracture of the dm-plate is an adverse mix of patient related factors regarding delayed fracture healing in combination with procedure-related factors regarding type and characteristics of the osteosynthesis.

Event description:
The sales representative reported the following event : "rupture of dall miles plate."

Event description:
The sales representative reported the following event: "rupture of dall miles plate".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.